Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system was scheduled for lead revision due to high thresholds and small r-waves. There was no noise, and rv impedances were within range. The ICD had approximately 11 years remaining on the battery, so the plan was to explant and replace the rv lead. The rv lead was removed, and a new lead of the same model was placed. Appropriate lead measurements we observed on the new lead via the pacing system analyzer (psa). The new rv lead was plugged into the existing ICD, and physician began to close the pocket. Subsequent threshold testing showed a high threshold measurement of 7v at 2 ms was observed with low r-waves. Device pocket closure was halted, and the pocket was re-opened. Subsequently, the ICD was also explanted and replaced with a new ICD with the same model number. An additional device check confirmed there were good lead measurements with both the new lead and new ICD. No additional adverse patient effects were reported. The explanted ICD and rv lead were returned for analysis. Additional information received reported that the patient experienced inappropriate device misfiring's and repeated chest thumping while implanted with this ICD system. The clinic was notified, and health care professional (hcp) had explained that these symptoms were secondary to remote device auto testing. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system was scheduled for lead revision due to high thresholds and small r-waves. There was no noise, and rv impedances were within range. The ICD had approximately 11 years remaining on the battery, so the plan was to explant and replace the rv lead. The rv lead was removed, and a new lead of the same model was placed. Appropriate lead measurements we observed on the new lead via the pacing system analyzer (psa). The new rv lead was plugged into the existing ICD, and physician began to close the pocket. Subsequent threshold testing showed a high threshold measurement of 7v at 2 ms was observed with low r-waves. Device pocket closure was halted, and the pocket was re-opened. Subsequently, the ICD was also explanted and replaced with a new ICD with the same model number. An additional device check confirmed there were good lead measurements with both the new lead and new ICD. No additional adverse patient effects were reported. The explanted ICD and rv lead were returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.